Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the main drawer 5.1 displayed a device not detected on bus error message. The field service engineer (fse) performed troubleshooting and confirmed that the light emitting diodes indicators did not show any faults. After logging in as the care fusion admin and running diagnostics, the drawer was recognized and functioned properly, indicating the issue was intermittent. The fse then replaced a worn retractor band and the drawer controller for drawer 5.1. The system subsequently passed the acceptance test. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.1 displayed a device not detected on bus error message. The machine was rebooted and restarted multiple times, but the recovery was unsuccessful. The entire drawer subsequently failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.